Event description:
The customer reported a channel disconnect event during a pt code blue. Specific details of the event were requested but not provided. The pt expired however, per the customer, the death was not a direct result of the channel disconnect event. The customer requested an event log review. Per the customer: pcu s/n (B)(4) male iui connector displayed deterioration on power pins and female iui has heavy contamination on pin dimples. Pump modules s/n (B)(4) female iui connector has minor pin corrosion, pump module s/n (B)(4) female iui connector has heavy contamination on pin dimples. Customer stated that no add'l pt/event info is available.

Manufacturer narrative:
(B)(4). The event logs and data set have been received and log review is pending. A f/u report will be submitted once the investigation has been completed. No devices received, lot review only.